Event description:
During a lap colon procedure, the jaws were not aligned when closed down, it was loose. Pulled out of field before fired in pt. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H6: 100=damaged crimp assembly evaluation summary: based on the analysis finding of damaged flexneck, this file is reportable. The device was returned with the flexneck damaged at the h-crimp area and with no cartridge present. Even though the flexneck was damaged it was possible to fired the device during the analysis and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process. 510(k) number k020779.